Event description:
It was reported that patient underwent total reverse shoulder procedure on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2013, due to fracture of the trunion from the humeral tray. The humeral tray and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."